Manufacturer narrative:
The hvad is used for treatment not diagnosis. The patient reported a "critical battery" alarm was being triggered by the controller. There was no reported patient injury related to this event. Both batteries were exchanged by the facility and returned to the manufacturer. Upon evaluation, the two (2) batteries that were returned passed visual inspection but failed functional testing as a result of a 5% max error. The reported "critical battery alarm" event could not be confirmed via log file analysis because the alarm logs provided do not cover the reported event date. The most probable root cause of the reported "critical battery alarm" is communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-04135 and 3007042319-2015-04136) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the controller inappropriately triggers "critical battery" alarms with two batteries. The batteries were removed from service and the patient was issued replacement devices. The batteries were returned to the manufacturer for analysis. There was no reported injury to the patient as a result of this event.